Event description:
The rn opened packaging for the monitoring kit. He reports that the connections for the various parts (tubing, transducer) are usually loose and need to be tightened. When packaged opened today, there was no connection between some of the parts and some components fell out of the package onto the floor resulting in waste and additional costs to the hospital.